Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information : the issue and damage on 8mm maryland bipolar forceps instrument was observed during cleaning after the procedure. The wires were exposed but the cable was intact. The procedure was completed with same instrument. The damage did not cause fragment(s) to fall inside of the patient's anatomy. Patient related information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable.

Event description:
It was reported that 8mm maryland bipolar forceps instrument was observed to have a broken wire. There were no reports of patient injury.